Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the bolus was delivering in half units instead of whole units, and the customer did not see that before. The customer experienced low blood glucose of 23mg/dl while being at the school and was treated with juice, peanut butter and candy. The blood glucose reading at time of call was 329mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and the test failed. No further information was provided.